Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The baxter technical support found that the latch is broken on the slingbar. It was additionally noted that the universal sling that was used is not an approved liko sling product. The universal slingbar can be used with liko slings that attach to the sling bar using sling loops and designed for four connections points on the sling bar. For more information on how to select a sling, read the sling¿s instructions for use. The sling¿s instructions for use will have information for using liko sling bars with liko slings. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The latch was replaced to resolved the reported event. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a broken latch while lifting a patient were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report that likorall 250 s, natural, irc had a plastic closure become loose while lifting a patient. The patient was transferred to the bed safely . This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.